Manufacturer narrative:
(B)(4). The customer reported that the device failed to shock. There was no report of adverse pt impact. The device was evaluated by philips. The symptom could not be duplicated, and the device passed all testing. Based on the customer's report we are considering this a malfunction. We cannot determine the cause, since the symptom could not be duplicated.

Event description:
The customer reported that the device failed to shock. There was no report of adverse pt impact.